Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump buttons are unresponsive. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rewind was louder, back light anomaly. The customer also reported that the insulin pump had low battery issues. Troubleshooting was performed for low battery. The insulin pump will not be returned for analysis.